Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch select simple meter read inaccurately high compared their feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer care agent (cca) during a follow-up call with the reporter. The reporter was unable to confirm when the alleged meter inaccuracy began. The reporter claimed the patient obtained an inaccurate high blood glucose reading of "189 mg/dl" with the subject meter. The reporter informed the cca that the patient manages their diabetes with oral medication (type not reported) and denied the patient made any changes to their usual diabetes management regimen in response to the elevated reading. During the follow-up call, the reporter claimed that on (B)(6) 2020, the patient's blood glucose became "very low." The reporter was unwilling to provide details of the exact physical symptoms. The reporter claimed the patient was hospitalized and that the patient's blood glucose tested "43 mg/dl" on the hospital device. The reporter was unwilling to provide details of the treatment received. During the follow-up call, the reporter attributed the onset of symptoms to the meter reading "189 mg/dl" for the couple of tests prior when the patient's blood glucose may have been low, and thus required treatment was not taken. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged inaccuracy issue began and it is not known what treatment the patient received. The subject meter could not be ruled out as a cause or contributor to the event.